Event description:
Material number: 320119. Material description: pen ndl 31ga 5mm 100bx 1200 USA. Material lot: 0316724. Complaint description: while testing multiple batches of lilly devices using embecta pen needles from batch 0316724, issues with priming and dosing the devices were observed. This was the first testing being performed by the laboratory using batch 0316724. New pen needles are used for each dose and needles dose while submerged in fluid into a catch pan. All needles used have not been subjected to puncturing of material on the patient end. Initial observations of higher forces to inject the injector devices greater than 10 pound-force exceeding our testing limits were observed twice while using the first box of (B)(4) pen needles. An investigation resulted in normal expected pen function returning as soon as the pen needle was replaced by another embecta pen needle from the same batch in both cases. Testing continued with a new box of (B)(4) count pen needles before the first box was exhausted. Additional higher forces to inject exceeding our testing limits were observed from the second, third and fourth boxes of (B)(4). Pen needles as testing continued. Each time a couple issues were observed from a box of (B)(4)., the box was discontinued use and another box was started. Testing concluded after observing a total of 8 events with pen needles. Observations also included differences in the fluid stream being expelled while dosing. This included the fluid leaving the pen needle at a noticeable angle in a single stream as well as the fluid leaving the needle in multiple streams, a ¿spray¿, at multiple angles. In one instance, the device was unable to prime as the needle appeared to be blocked and would not let any fluid through. Three of the observed needles are still available for inspection. Unfortunately, the other 5 pen needles observed are no longer available for examination.

Manufacturer narrative:
(B)(4) pen needles affected.

Manufacturer narrative:
Correction to h6, type of investigation, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.